Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, three years following a transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve, a valve-in-valve intervention was performed. Failure mode of the sapien 3 ultra valve is stenosis and calcification. The patient had been symptomatic prior to the intervention, presenting with dyspnea. Pre-intervention echocardiographic findings included mean/peak gradients greater than 50 mmhg and a valve area/index between 0.5-1.0 cm2. The valve-in-valve procedure was completed successfully with no reported device difficulties. The patient was reported to be in stable condition following the intervention.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The calcification of the 23mm sapien 3 ultra valve resulting in valve-in-valve intervention was empirically confirmed based on the information available to date. Available information suggests patient factors likely contributed to the event as a history of relevant co-morbidities (hyperlipidemia, diabetes mellitus) was reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.